Manufacturer narrative:
Product manufacturing site updated due to correct suspect product information. Manufacturer report number corrected and reported under manufacturer report number 2028159-2017-04501. (B)(4).

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the cutting failure of probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had a cutting issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe had a cutting issue cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure of the probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.